Event description:
According to the reporter, during an upper lobe resection, there was no issue during the first and second firings, but at the time of loading for the third firing, the slight opening and closing did not operate accurately, and the opening and closing operation was stiff. After completing the opening and closing check of the jaws, the blood vessel was approached and firing was attempted, but firing could not be performed. The tip side of the cartridge was opened and collected; the handle and cartridge were both replaced, and when an approach was made again, the resection was performed without any problem. After the surgery, the cartridge was checked, and a slight/few pre-firings were found at the proximal side of the channel jaws.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#: n4m1714ury). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, there was no issue during the first and second firing, but at the time of loading for the third firing, the slight opening and closing did not operate accurately, and the opening and closing operation was stiff. After completing the opening and closing check of the jaws the blood vessel was approached and firing was attempted, but firing could not be performed. The tip side of the cartridge was opened and collected. The handle and cartridge were both replaced and when an approach was made again, the resection was performed without any problem. After the surgery, the cartridge was checked and a slight/few pre-firings were found at the proximal side of the channel jaws.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that at the time of loading for the third firing, the slight opening and closing did not operate accurately, the opening and closing operation was stiff, and firing could not be performed. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an upper lobe resection, there was no issue during the first and second firings, but at the time of loading for the third firing, the slight opening and closing did not operate accurately, and the opening and closing operation was stiff. After completing the opening and closing check of the jaws, the blood vessel was approached and firing was attempted, but firing could not be performed. The tip side of the cartridge was opened and collected; the handle and cartridge were both replaced, and when an approach was made again, the resection was performed without any problem. After the surgery, the cartridge was checked, and a slight/few pre-firings were found at the proximal side of the channel jaws. There was no patient injury.